Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass blood leaked a the one-way valve in the vent line; however, there were no issues with the suctioning of blood. Blood loss of 20 ml. Unknown if product was changed out. Surgery was completed successfully.

Manufacturer narrative:
(B)(4). The actual sample was visually inspected upon receipt. Dried blood was noted within the ops valve that could not be removed during decontamination of the sample. Review of the device history record revealed no anomalies. The sample was then leak tested by pressurizing it to 3.5psi. No leaks were observed. All other functional parameters were tested on the returned sample finding the unit to fail the negative relief pressure test. It is possible that the dried blood that was found within the sample during visual inspection created a seal within the part, stopping it from leaking at the umbrellas, and causing it to fail the negative pressure relief test. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. Although, a definitive root cause could not be determined, the complaint was confirmed, under the theory the irremovable blood may have sealed the potential leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.